Manufacturer narrative:
(B)(6). This report is for three unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 2.7mm / 3.5mm variable angle locking compression plate (lcp) medial distal humerus and five locking screws on (B)(6) 2016. During a post-operative visit on (B)(6) 2016 it was noted, while reviewing post-operative x-rays, that an unknown number of the implanted locking screws appeared to be loosening from the plate. The patient was scheduled for a revision surgery on the following day. During the revision surgery on (B)(6) 2016, the surgeon intended on screwing the original hardware back in; it was noted that three screws had backed out of the plate. Those screws would no longer engage with the plate as the surgeon had expected. Subsequently, the surgeon removed the remaining two screws and the plate as well. A new 2.7mm / 3.5mm variable angle locking compression ext medial distal humeral plate was implanted with an unknown number of unknown locking screws. There was a twenty to thirty (20-30) minute delay to re-plate the patient with the new plate and screws. Concomitant medical products: 2.7mm / 3.5mm variable angle locking compression plate medial distal humerus (part 02.117.401, lot 912703, quantity 1); locking screws (part unknown, lot unknown, quantity 2). This report is for three unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complained parts (3 locking screws) were not returned for evaluation. A visual inspection and drawing review were performed as part of this investigation. The screws were not returned therefore the complaint condition was unable to be confirmed and replication of the complaint condition is not applicable use of the 2.7mm / 3.5mm variable angle locking compression plate medial distal humerus and associated screws is outlined in the 2.7mm/3.5mm variable angle lcp elbow system technique guide. Per the technique guide the va locking holes in the plate accept multiple screw types. - 2.7mm metaphyseal screws - 2.7mm variable angle locking screws - 2.7mm locking screws - 2.4mm cortex screws - 2.7mm cortex screws. The complaint description noted that the 3 screws that backed out were locking screws, therefore investigation was conducted against the 2.7mm locking screw family (202.2xx and 402.2xx). The following drawings were reviewed during investigation: locking screw 2.7mm. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; the complained screws were not returned for evaluation. The concomitant 2.7mm / 3.5mm variable angle locking compression plate medial distal humerus was returned. The plate shows signs of normal wear consistent with implantation and explantation. The returned concomitant device in this complaint record shows no evidence of having contributed to the event, therefor no further investigation is necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 2.7mm / 3.5mm variable angle locking compression plate medial distal humerus (part 02.117.401, lot 9121703, quantity 1).